Event description:
It was reported that a spectrum infusion pump was alarming system error 105. It was lso reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by severed motor mount screws. The failed motor assembly (including the screws) was replaced.